Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the pump casing being damaged, the customer experienced difficulty with loading a cartridge. Additionally, the usb port was damaged which caused difficulty with charging the pump. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.